Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown head; unk_jr ; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's hip was revised due to pain. As reported by rep: "all components were removed. The stem resembles a pca. However, I could not locate any numbers on the stem, or the femoral head to confirm. I am not sure that the acetabular component is a stryker product. However, the cup and liner were removed. The surgeon replaced the construct with a competitive product. Two cables were also removed. I am not sure if stryker is the manufacturer. The screw on the surgery record was used to remove the poly. It was not left inside the patient."

Manufacturer narrative:
Additional information: an unknown cup and liner were added to the complaint after submission of the initial report. The following devices were also listed in this report: unknown cat#; unknown shell ; unknown lot it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding osteolysis involving an unknown stem was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the problem is poly wear with femoral head eccentricity and osteolysis on both femoral and acetabular side with a loose cup. There is a lot of cup migration in central direction, the stem is still fixed to the bone. The sequence of events is thus quite likely poly wear leading to osteolysis with cup loosening with additional osteolysis on the femoral side not yet affecting stem fixation. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product details, product evaluation, operative reports as well as follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip was revised due to pain. As reported by rep: "all components were removed. The stem resembles a pca. However, I could not locate any numbers on the stem, or the femoral head to confirm. I am not sure that the acetabular component is a stryker product. However, the cup and liner were removed. The surgeon replaced the construct with a competitive product. Two cables were also removed. I am not sure if stryker is the manufacturer. The screw on the surgery record was used to remove the poly. It was not left inside the patient."